Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the doctor opened and used an echelon 60 mm linear cutter short, 280 mm, for procedure along with 2 green 60 reloads. The echelon linear cutter seemed to misfire and slightly bent some of the staples while cutting and stapling tissue. No adverse event reported.

Manufacturer narrative:
(B)(4).batch # t5c37a. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.